Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during implant procedure lead was unable to be positioned correctly and a kink damage was observed. Lead was removed and a new lead was implanted. Patient was stable post procedure.